Event description:
Pt was injured on 3/7/98 when a steel bar hit his left arm. Plate was implanted on 3/11/98 for a comminuted fracture of the left ulna. Pt was put in plaster splint and sling and restricted to lifting no weight with left arm. On 4/28/98 plate was found fractured. Plate was removed on 4/29/98.

Manufacturer narrative:
H3, h6 - actual device was evaluated. Visual inspection and measurements taken revealed the device met all mfg specifications.